Event description:
It was reported the patient's blood glucose level rose to 18.8 mmol/l (338.4 mg/dl) while wearing the pod for approximately 72 hours. According to the customer's legal guardian, when removed from the infusion site (leg), the pod's cannula was found partially blocked. The pod was removed. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.